Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right forearm shunt. A 5.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, the balloon ruptured after crossing the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.